Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui and pelvic floor prolapse. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, fistulae, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent rectovaginal fistulae repair on 12/7/2005 due to fistulae and mesh removal on (B)(6) 2006 due to mesh eroding in vagina.